Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. Customer stated that display was blank currently. Customer stated that the display was not blank less than 30 seconds and or did not returned. Customer was advised to remove the battery. Customer insert battery alarm did not display on the insulin pump screen. Customer also stated that the contacts on the battery cap were missing. The insulin pump will not be returned for analysis.